Event description:
It was reported that the two led have only dimly light. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer on may 12,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "leds only light up dimly " was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted , led is dim , blade worn , housing worn , housing discoloured , cover worn , cover discoloured , plug worn , leak between plug and cover . As stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is improper use during preparation or by the user. The leak in the plug allows liquid to enter the blade, which affects the electronics and can lead to a light fault. The event is filed under internal karl storz complaint ID: (B)(4).